Manufacturer narrative:
(B)(4). Date sent: 2/2/2026. D4: batch # 253d88. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the pph03 device was received with the washer completely cut, no staples present and the anvil was partially closed. When the knob was moved to close and open position it felt stiff and the anvil didn't move in any position and the safety could not be disengaged not allowing the device to fire. The device was disassembled to verify the condition of the internal components and the adjusting knob was found to be broken where the pin is placed and the adjusting knob pin was out of its normal position. In addition, the adjusting knob showed damage and scratches caused by the damage on the knob. No conclusion could be reached on what caused the adjusting knob pin were out of position and the adjusting knob damages. The condition of the reported event of would not fire could not be confirmed since the device returned fully fired with the washer completely cut. Device history review a manufacturing record evaluation was performed for the finished device batch number 253d88, and no non-conformances were identified. Additional information was requested and the following was obtained: patient condition is normal, no complications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the device didn't fire during hemorrhoid surgery it was grade 3. The procedure was completed successfully and no patient consequences were reported.